Event description:
It was reported that testing was carried out which showed 2 electrode channels with status "ok", 6 electrode channels with status "hi" and 4 electrode channels with status "--". The ground path impedance was indeterminable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.